Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was originally implanted on (B)(6) 2022 and had a pump exchange on (B)(6) 2022. Additional information requested but not provided.

Manufacturer narrative:
Section d6b: this information was submitted in the initial report, however, based on additional information explant date is no longer applicable manufacturer's investigation conclusion: no specific pump related issues or adverse events were reported. It was reported that the patient, who was originally implanted on (B)(6) 2022, underwent a pump exchange on (B)(6) 2022; however, it was then reported that the patient did not have a pump exchange. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided stated that the previously reported pump exchange did not occur and this was incorrectly reported.